Event description:
It was reported that there was a type iii endoleak (tear of fabric) in a patient with a zenith fenestrated aaa endovascular graft distal bifurcated body device.

Manufacturer narrative:
The device remains implanted. A brief video clip of the angiogram was provided and reviewed by the medical director who commented that it showed what appears to be a rapid endoleak from the zenith fenestrated aaa endovascular graft distal bifurcated body (zfen-d) device. The medical director stated that if the video was slowed down and looked at frame by frame, the source of the endoleak appears to be around the junction of the left (contralateral) limb of the zfen-d and the iliac leg graft, which makes it a possible type iiia endoleak. The medical director noted that it could also be a type IV endoleak through the fabric given the rapidity of the contrast blush that appears symmetrically around the zfen-d. The medical director stated that: ¿I think it more likely that this is a type iiia endoleak from the junction of the left limb of the zfen-d and the left iliac leg graft.¿ additional information was requested but was not received despite three attempts. The device history record for work order for (B)(4) was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There were no temporary deviations and no non-conformances in place at the time of manufacture. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review of the instructions for use (IFU) supplied with the device states: 4.1 general use information: -the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure. - inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. 5. Adverse events. Potential adverse events that may occur and/or require intervention include, but are not limited to: - endoleak. - endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. There is no evidence to suggest the customer did not follow the IFU. This is a known potential adverse event as described in the IFU. A definitive cause could not be determined from the investigation. Possible causes are: - interaction at the junction between the zfen-d and leg extension. - procedure related factors. - patient/anatomy related factors.

Event description:
It was reported that there was a type iii endoleak (tear of fabric) in a patient with a zenith fenestrated aaa endovascular graft distal bifurcated body device.

Event description:
It was reported that there was a type iii endoleak (tear of fabric) in a patient with a zenith fenestrated aaa endovascular graft distal bifurcated body device.

Manufacturer narrative:
The device remains implanted. A brief video clip of the angiogram was provided and reviewed by the medical director who commented that it showed what appears to be a rapid endoleak from the zenith fenestrated aaa endovascular graft distal bifurcated body (zfen-d) device. The medical director stated that if the video was slowed down and looked at frame by frame, the source of the endoleak appears to be around the junction of the left (contralateral) limb of the zfen-d and the iliac leg graft, which makes it a possible type iiia endoleak. The medical director noted that it could also be a type IV endoleak through the fabric given the rapidity of the contrast blush that appears symmetrically around the zfen-d. The medical director stated that: ¿I think it more likely that this is a type iiia endoleak from the junction of the left limb of the zfen-d and the left iliac leg graft.¿ additional information was received. It was reported that the patient was not hospitalized due to the reported event. It was reported that it was unknown if the patient was on anti-coagulants. It was reported that ballooning was performed in the overlap and seal sites of the graft. The device history record for work order for ac1168452 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There were no temporary deviations and no non-conformances in place at the time of manufacture. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review of the instructions for use (IFU) supplied with the device states: 4.1 general use information: ¿ the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure: ¿ inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. 5. Adverse events: potential adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoleak. ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. There is no evidence to suggest the customer did not follow the IFU. This is a known potential adverse event as described in the IFU. A definitive cause could not be determined from the investigation. Possible causes are: - interaction at the junction between the zfen-d and leg extension. - procedure related factors. - patient/anatomy related factors.